Event description:
The article, "mobile bedside ductus arteriosus closure in severely premature neonates using only echocardiographic guidance", was reviewed. The article presented a case study of a 850g patient with a patent ductus arteriosus (pda). It was reported that on an unknown date, an unknown amplatzer piccolo occluder was implanted with an amplatzer torqvue lp delivery catheter. About 1 week after procedure, the patient developed accelerated doppler flow velocity as high as 2.5 m/s in the descending aorta at the level of the diaphragm. It was noted there was aortic wall damage possibly related to catheter and wire manipulation and had an impact on the development of necrotizing enterocolitis. Descending aorta flow velocities normalized 3 weeks following intervention. The article concluded that echocardiographically guided transcatheter closure of the pda in prematures was repeatedly possible and allowed that the procedure is performed at the bedside at the nicu with an acceptable rate of complications. [The primary and corresponding author was stanimir georgiev, congenital heart disease and pediatric cardiology, german heart center munich, lazarettstrasse 36, 80636 munich, germany, with corresponding email: georgiev@dhm.mhn.de].

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. As reported in a research article, mobile bedside ductus arteriosus closure in severely premature neonates using only echocardiographic guidance. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.